Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during an infusion of pertuzumab 310 mg in a 250ml bag of normal saline, the medication was leaking from a hole in the tubing below the pump, close to the insertion site of the IV. The infusion had been 80% completed. There was no patient or staff harm.